Manufacturer narrative:
(B)(4). Spring cartridge lockout tab. The analysis showed that the (B)(4) device was received in good visual condition and with a reload present. The reload was received fully fired and with the reload lock out spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is design to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. Although no conclusion could be reach on what caused the reported event, it is possible that the excess amount of tissue on the jaws per event description resulted in difficult to close and the device not to work properly. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a davinci robotic nephrectomy procedure, the resident tried to fire the device and there was a lot of tissue. The device was difficult to close then attempted to fire and when the handle was squeezed the device only cut and stapled a small part of the tissue of the renal artery and vein. Bleeding began and there was 400cc of blood loss with no blood transfusion given. The bleeding was stopped when the surgeon used the robot grasper arm to control the bleeding then the procedure was converted to open. The patient is still in the hospital.